Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. Unable to perform the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents due to missing segments. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she woke up and discovered that her insulin pump had a partial display anomaly. The patient's blood glucose at the time of incident was 358 mg/dl. The customer mentioned that there were two lines on the left side, four lines on the right side, six lines in the middle, every icon displays at the top, and the time displayed 88:88. The customer also mentioned a crack on the right hand corner of the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.